Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Left knee revision. Patient had fracture of distal femur of the left total knee. Everything was removed and replaced with mrh/gmrs.